Event description:
Customer reportedly obtained a result of 156 mg/dl on the active meter and, without performing an additional test, the meter displayed a result of lo. Customer took an unknown diabetic pill based on the result of 156 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.